Event description:
This report is based on information provided by philips remote service representative and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator was failing the self-test which resulted in the therapy being disabled. The customer / user worked through communication with the philips service representative. The user ran an operational check and after that the device returned to normal operation. The device passed all testing and was put back into use. No further actions are required. The device after running an operational check returned to normal, operation. It has been concluded that no further action is required at this time. If additional information is received the complaint will be reopened.